Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 11/16/2019, a percutaneous coronary intervention (pci) was performed. A 3.5x16mm graftmaster stent delivery system was unable to cross the left anterior descending (lad) coronary artery perforation due to calcification. Another graftmaster device was successfully used in replacement with a satisfactory outcome. There was no adverse patient sequela and there was no clinically significant delay. No additional information was provided regarding this issue.

Event description:
Subsequent to the initial report filed, additional information was obtained: the procedure was performed on (B)(6) 2019.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to operational circumstances of the procedure. Based on the reported information, during advancement the graftmaster failed to cross the calcified anatomy resulting in the failure to advance and likely causing the noted damages to the stent and nylon sleeve. Additionally, the reported treatment appears to be related to the operational circumstances of the procedure as another device was successfully used in replacement. The noted bends on the hypotube likely occurred during packing for return analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.